Manufacturer narrative:
(B)(4). Batch #: u5ef3z. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance additional information was requested and the following was received: could you please provide more details how "device misfired"? The staples did not close completely & were hanging on the line and chained together. The cut line did not sound right or look right during the procedure. This issues with the device was confirmed when the sectioned off specimen removal was further analyzed. A pinpoint hole was found and the tissue and also looks like it was stretched and torn during the procedure. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No, they were chained together and did not close. If yes, was the staple line complete? N/a. Did the device cut? Yes. If yes, was the cut line complete? No, the cut line was not complete. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Irregular was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a."

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device misfired. There were no patient consequences.